Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-01668. It was reported the patient complained she was unable to increase the scs trial system stimulation strength. A company representative met with the patient and a system diagnostics revealed all of the scs lead contacts had high impedances. Upon examination of the trial leads, it was discovered the leads had migrated out of the incision. The patient stated she suspected the leads moved during her workday due to the moving around as part of her job duties. Subsequently, the physician decided to removed the trial leads a day earlier than it was planned. No other consequences to the patient were reported.